Manufacturer narrative:
(B)(4). The device has not been returned. It is difficult to draw any conclusions as yet.

Event description:
It was reported that intra-op, instrument broke and the tip of the pre-fixation pin remained in the patient. No patient complications were reported.